Manufacturer narrative:
Information added/updated to section h6 (investigation findings and investigations conclusions) and h10. Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported.

Manufacturer narrative:
H11: additional manufacturer narrative: this is one of the three manufacturer reports being submitted for this article. Related report numbers capturing additional events within the same article will be provided upon submission of supplemental reports. The subject device is not available for evaluation as it remains implanted in the patient. The date of the event is unknown; however, according to the article, the study period was from 2013 to 2023. Thus, the first day of the reported study period 1 jan 2013 was used as the occurrence date. Knochenhauer t, demal tj, bhadra od, ludwig s, sorensen na, von der heide I, hannen l, grundmann d, voigtlaender-buschmann l, waldschmidt l, schirmer j, pecha s, girdauskas e, blankenberg s, reichenspurner h, schofer n, schaefer a. Changes in patient characteristics and procedural measures over a 10-year period in aortic valve-in-valve procedures for degenerated surgical bioprostheses. Doi: 10.3389/fcvm.2025.1680733. Pmid: 41293620; pmcid: pmc12640918. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the review of the medical article "changes in patient characteristics and procedural measures over a 10-year period in aortic valve-in-valve procedures for degenerated surgical bioprostheses", the following events were identified as pertaining to edwards devices: sixteen (16) patients with carpentier-edwards perimount (ce-sav) valves implanted in the aortic position underwent reintervention with a valve-in-valve procedure after a median implant duration of 8 years (iqr 6.0-11.0) due to degeneration. As the interquartile range (iqr) indicates that some failures occurred in less than 7 years, an implant duration of less than 7 years will be considered. A transcatheter valve was implanted as replacement.